Event description:
It was reported that this inflatable penile prosthesis was not working. A revision procedure was performed and a hole in the reservoir tubing was identified. The reservoir was explanted and replaced. No patient complications were reported.